Event description:
A secondary medication was to be programmed. Rn pressed "secondary med" button. When button was pressed the entire pump shut down - flashed red and said "system error", then shut down entire pump. All channels were needed since this was an ICU patient with multiple medications running. All medications were reprogrammed onto new pump.